Event description:
The physician reported that the right atrial (ra) lead was exhibiting noise and the patient was feeling palpitations. The physician planned to adjust the atrial sensitivity prior to considering a lead replacement. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: vedr01, implantable pulse generator, (B)(6) 2008. (B)(4).